Event description:
It was reported that the patient was told stimulation would last five years, but on the day of the report she checked her implantable neurostimulator (ins) and saw a picture of a doctor and the elective replacement indicator (eri) code. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported the patient was told the battery would last 5 years and it only lasted 2.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v971421, implanted: (B)(6) 2013, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# v971421, implanted: (B)(6) 2013, product type: lead. (B)(4).